Manufacturer narrative:
(B)(4). The rt105 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint breathing circuits were not available for evaluation as they had been destroyed by the hospital. A lot check revealed no other complaints for this product for the lot number provided. Results: based on findings from previous complaints of this type, is likely that the reported leak would have occurred at the connection between the lid and bowl of the water trap on the expiratory limb of the circuit. Conclusion: all circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions for rt105 adult breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4). Destroyed by hospital.

Event description:
A hospital in (B)(6) reported that air leaked from the water trap of two rt105 adult breathing circuits. The circuits were destroyed at the hospital due to the risk of infection. No patient consequence was reported.